Event description:
Customer reported the c-arm won't go up or down. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and replaced the vertical lift power supply. System operates as intended.